Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they could not get to the normal therapy screen because they received a call doctor screen with por code. They reported that when they were getting an injection they usually couldn't feel it but now they felt something painful. No further device issue alleged / identified. No further patient symptoms or complications were reported.